Event description:
Using my rehand brand cane the handle suddenly snapped off causing me to fall to the ground. The product was purchased through amazon in (B)(6) 2025. The part that goes into the metal shaft is just plastic without any metal stiffening. Luckily, I was not using stairs when it broke. It is rated for 350 lbs and I am about 260 so well within the rated use. There was no warning. Cane for mobility help.